Event description:
Customer reported a malfunction on pump with a malfunction code malf 3, which was not resettable. There was no adverse impact to customer's blood glucose level. Customer was informed they would receive a replacement pump with updated software. Customer will use multiple daily injection (mdi) as backup therapy.